Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion. It was reported that the surgeon was struggling to get the screw to advance due to the hard bone of the patient. The driver broke off in the head of the screw. After passing the rod, the set screw was implanted but it could not be advanced due to the driver tip being proud. The rod was removed and the driver tip was then removed. The procedure had to go open to be completed. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Macroscopic examination confirms driver tip broken off. Microscopic examination of fracture surface revealed a quasi-brittle fracture surface and no indication of fatigue or torsional overload. Dimensional and material hardness confirmed to be within print specification. The angle of the fracture surface, in addition to the absence of torsional overload, and nature of usage suggest failure due to bend stress overload. The above observations are consistent with bend stress overloading.